Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresholds, 248 ohms lead impedance, and an insulation anomaly.